Event description:
The user facility reported that at the start of a diagnostic colonoscopy, the video image was completely lost. The procedure was completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the image difficulty. The video image flickered and was lost after several hours of operation. The device was noted to fail leak testing, and a hole was observed in the bending section cover. The distal end cover was cracked, and the unit failed electrical leakage testing. The evaluation also noted several buckles and peelings on the insertion tube due to chemical and physical damage. The bending section mesh was found frayed. The objective and light guide lenses were cracked, and there was reduced angulation and play in the control knobs. The image difficulty was attributed to a damaged charge coupled device (ccd) likely due to extensive use and/or physical damage. The device has been refurbished. This report is being submitted as an MDR in an abundance of caution.